Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient experienced discomfort at the midline incision site. No falls, accidents or trauma were reported. Surgical intervention was undertaken wherein both anchors were explanted. Effective therapy was restored.